Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a patient underwent a revision surgery to remove part of an implant after it was found to have migrated postoperatively. The migrated piece was removed but no further surgical information was provided. No additional patient impacts were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Summary: the complaint is confirmed for the failure of migration. X-rays were provided for review and used to confirm the migration. Device evaluation: product was not returned, but an x-ray was provided which confirms the product migration. Potential cause root cause was unable to be determined. This event could possibly be attributed to patient factors, operational conditions, events after the surgery, or other unknown causes. DHR review and related actions per DHR review, the part was likely conforming when it left zimmer biomet control. No actions required. This event is not related to any current actions or recalls or product holds. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that a patient underwent a revision surgery to remove part of an implant after it was found to have migrated postoperatively. The migrated piece was removed but no further surgical information was provided. No additional patient impacts were reported. Additional information was received and reported that the entire infix device could not be completely removed, there are still two endplates and one strut in place. The one strut that became disengaged was safely removed during the revision. The surgeon placed an alternate cage and then backed up the construct with posterior pedicle screws to complete the case. No further patient information was provided.

Event description:
It was reported that a patient underwent a revision surgery to remove part of an implant after it was found to have migrated postoperatively. The migrated piece was removed but no further surgical information was provided. No additional patient impacts were reported. Additional information was received and reported that the entire infix device could not be completely removed, there are still two endplates and one strut in place. The one strut that became disengaged was safely removed during the revision. The surgeon placed an alternate cage and then backed up the construct with posterior pedicle screws to complete the case. No further patient information was provided.

Manufacturer narrative:
Correction to b3. Additional information in b5.